Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The complaint was created only to investigate c&r 2023-igt-bst-027. A philips remote service engineer (rse) inspected the system remotely and confirmed that there was an issue with the flexvision monitor. Review of the system log file did not show any related malfunctions to c&r 2023-igt-bst-027. The rse assisted in checking the network cable. After that, the system was returned to use in good working order. Evaluation method code was corrected. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision monitor failed to display any diagnostic information. No harm was reported to philips. Philips has started an investigation of this complaint.